Manufacturer narrative:
(B)(4). The customer returned one cvc kit containing an introducer needle, ars, 2-l catheter, dilator, and a swg within its advancer tubing for evaluation. Visual and microscopic examination of the needle revealed multiple cracks in the introducer needle hub. The returned needle was attached to the returned ars and water was aspirated and purged. A significant amount of water and air leakage was detected from the needle hub. A device history record review was performed with no relevant findings. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained multiple cracks in the hub. A device history record review was performed with no relevant findings. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
Customer reported the needle hub was cracked, prior to patient use. The device was not used on the patient.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the needle hub was cracked, prior to patient use. The device was not used on the patient.